Event description:
It was reported that the balloon would not inflate. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that leakage was observed from a slit in the catheter body 0.110 inches long that entered the inflation lumen. The slit was located at the distal edge of the thermal filament.